Manufacturer narrative:
Initial reporter -- phone number: +54()0221155693815. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "peripheral folds without signs of intra or extracapsular rupture" confirmed via MRI. Device has been explanted and replaced.